Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of an incident where the patient complained of getting false low glucose alerts. The event happened on (B)(6) 2025 and the patient provided the below examples. On (B)(6) 2025 5:35 am; sg 50 mg/dl, bg 156 mg/dl - bg confirmed in dms, sg was 55 mg/dl. On (B)(6) 2025 6:55 am sg 50 mg/dl, bg 139 mg/dl - bg confirmed in dms, sg was 64 mg/dl. On (B)(6) 2025 7:58 am; sg 50 mg/dl, bg 114mg/dl - bg confirmed in dms, sg was 51 mg/dl. On (B)(6) 2025 8:56; sg 50 mg/dl, bg 125mg/dl) - bg confirmed in dms, sg was 64 mg/dl. In each of the case, the patient received low glucose alert even when the blood glucose (bg) was in normal range. The patient didn't treat based on the bg value.

Manufacturer narrative:
The investigation was performed on the customer synced glucose data in data management system (dms), which is a cloud based platform for eversense systems, which indicated that there was a system instability contributing to the observed inaccuracies. Due to this instability, the system retired the sensor and triggered a sensor replacement alert on (B)(6) 2025, on day 160 of sensor life. The root cause of the instability can be attributed to the degradation of the sensor's chemical component. B4. Date of this report 26 august 2025. G3. Date received by the manufacturer? 26 august 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.